Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose where he passed out and had a visit to the emergency room on (B)(6) 2017. Prior to the hospitalization, the customer ate candy, did a bolus, and was worried about their blood glucose going high so they took too much insulin. The customer¿s blood glucose level at the time of admission was unknown. The customer was wearing the insulin pump at the time of the hospitalization. The customer was treated and released within a couple of hours. The device will not be returned for analysis.